Event description:
The device was used during a thoracoscopic procedure. Reportedly, the staples did not form properly and the device was difficult to close. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.